Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. Weekly pace lead impedance log data shows an increase for min and max v.pace= 592 to 3136 ohms peak between (B)(6) 2010 and (B)(6) 2011. One - patient alert for rv.pace lead z on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular pacing impedance had slowly and steadily been rising over time. It was also reported that the lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular pacing impedance had slowly and steadily been rising over time. It was also reported that the lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.